Manufacturer narrative:
The following devices were also listed in this report: 6260-9-222, 22+3 head; cat# 6260-9-222; lot# not provided. Unknown stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was brought to the operating room for a head and liner exchange for infection. The surgeon attempted to extract the stem and used the stem body separator. The collet tip of the extractor broke off. The surgeon attempted to remove it but was unable to do so. He left it in place. He replaced the head and liner. The operation was completed successfully. No stryker rep was present during the procedure. Hospital policy limits available information and will be filing their own report.